Manufacturer narrative:
The investigation is underway. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), a 29 mm sapien 3 valve was implanted in the aortic position via transaortic approach. The sheath was inserted at a steep angle. During insertion of the certitude delivery system through the sheath a high push force was encountered. During valve deployment the balloon filled distally to proximal and the balloon moved a few millimeters towards the ventricle. The proximal end of the stent frame was deployed incomplete and had a conical shape. Five heart cycles later the valve moved into the ventricle. Surgical intervention was required and the sapien 3 valve was replaced with an edwards intuity surgical valve. The patient was stable post procedure and required ventilation. As per medical opinion, the valve movement on the balloon was caused by a high push force of the delivery system through the sheath.

Manufacturer narrative:
The product was not returned for evaluation. No applicable imagery was provided for review. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the reported complaint. A review of the lot history revealed no other similar complaints. The occurrence rate did not exceed the monthly control limits therefore a complaint history review was not required. The applicable trend categories were reviewed and determined to not be over the control limits set. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions of guidance for proper use of the edwards esheath introducer set and no deficiencies were identified. It is to be noted, resistance during tracking, prior to reaching native annulus, may indicate entanglement in mitral chordae. If a high push force through the sheath is encountered, use short movements when advancing delivery system. During the manufacturing process, the certitude sheath is visually inspected and tested several times. During manufacturing the device was 100% inspected. During the final inspection, the certitude underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The complaint for delivery system insertion difficulty through sheath and delivery system valve movement on balloon was unable to be confirmed due to no returned device and/or applicable imagery of the complaint event. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis; therefore, a manufacturing nonconformance was unable to be determined. Based on applicable DHR review, lot history review, and manufacturing mitigations, there is no evidence to support a manufacturing non-conformance contributed to the complaint. No IFU/training manual deficiencies were identified. Per complaint description, ¿during pushing the delivery system certitude through the sheath high push force was recognized¿. Per the training manual ¿high push force through the sheath may be experienced. Use short movements when advancing delivery system.¿ it is possible that the steep angle of insertion through the sheath contributed to difficulties. If high push force was used, it is possible that the valve moved proximally off the working length during insertion. Although the valve was said to ¿look ok under fluoroscopy¿ prior to valve deployment, ¿the balloon was filling from distally to proximally,¿ which is indicative of the valve being out of position (proximal) along the inflation balloon, likely from high push during insertion through the sheath. However, no patient or procedural imagery was provided and the device is not available for evaluation, there is insufficient information to determine a definite root cause at this time. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported event. Available information supports that the events were likely related to procedural factors. No labeling/IFU/training inadequacies have been identified and review of the complaint history for this monthly review revealed the occurrence rate did not exceed the control limits for the applicable trend categories. As such, neither a product risk assessment escalation, no corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: h6: result code changed from 3221 not confirmed to 114 operational context. H10: per procedural imagery provided by the site the following was updated to the engineering evaluation. Procedural imagery showed the sheath was within the patient with the delivery system not yet inserted. The delivery system was fully inserted positioned in the annulus. The valve appears to be positioned slightly over the proximal shoulder and therefore not well-positioned on the inflation balloon in relation to the center marker. The valve is shown to be deployed in the annulus with the proximal side not fully deployed. Final imagery shows the valve embolized into the ventricle. Through imagery review the complaint codes for this event were confirmed.